Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the caregiver (cg) stated that the home patient (hp) dropped the patient line on the floor and then proceeded to connect to the cassette. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a use error that occurred coincident with pd therapy. The use error was further described as on an unknown date(s) the patient had been dropping the patient line on the floor and then reconnecting to the cassette. There was no patient injury or medical intervention associated with the use error. No additional information is available.